Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
Evaluation summary: surgical notes are not available. It is unk whether the component was implanted with the correct orientation as per the surgical technique as the x-ray of the medial view was not taken in a true sagittal plane. Photos received shows a portion of the implanted bone cement remaining on the femoral. The exposed proximal surfaces appear to have had the pmma coating pulled away. However, the bone cement used was not a zimmer product, and an assertion cannot be made as to whether it functioned as intended. Review of provided x-rays indicates a large amount of bone cement located in the trochlear recess cut which does not conform to the surgical technique. It is possible that this contributed to the loosening of the femoral component. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.